Manufacturer narrative:
H10 biomed reported that the software program froze when installing 3.0 software for the hft option and now the unit has nothing on the screen and alarms. The caller ran software and unit is working like it should. The alleged malfunction was unconfirmed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
It was reported to philips that the device had a black screen when powered on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.